Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor would not power on and the swivel insulation was damaged. The motor, sleeve, and swivel were replaced and resolved the reported issue. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: foreign country - netherlands.

Event description:
It was reported that the dermatome does not want to move, the air escapes but the compressed air is not converted into a movement towards the blades. The event timing is outside of surgery. There is no harm or delay reported. There was an air leak. Due diligence is complete.